Event description:
It was reported that a patient presented remotely with over-sensing of atrial lead noise recorded inappropriately as automatic mode switch episodes. No intervention was reported and the patient was recovering with no adverse patient consequences notes.